Event description:
It was reported that the patient presented in the emergency room due to bradycardia with dizziness. Upon interrogation, it was found that the pacemaker (pm) exhibited no pacing, failure to interrogate, and premature battery depletion. The pm was explanted and replaced. The patient was discharged eventually.